Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Removed 2119, 4582.